Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that this device had reached elective replacement indicator (eri). Eri was associated with a battery voltage of 2.36 v and a charge time of 27.6 seconds. The device was explanted and replaced. It was alleged the device had depleted prematurely. No further patient effects were reported.